Event description:
A malfunction alarm was reported by the customer, specifically malfunction code 15. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and there were no recurrences of the malfunction code after the reset. The customer was advised to resume using the pump and to contact technical support if the issue reoccurred, which the customer understood and acknowledged.